Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an inseparable magnet. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was mentioned as unknown, since the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.